Manufacturer narrative:
No delivery or occlusion alarm - unknown timing not confirmed. No delivery anomaly found during testing. Hardware low level failure alarm received after failing the self test. Broken trace noted at pin 1 of ambient light sensor. The insulin pump passed the displacement accuracy test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they experienced high blood glucose of 396 mg/dl. The customer experienced nausea and vomiting. The insulin pump alarmed several insulin flow block alert. The drive support cap appears to be normal. The customer agrees insulin pump was operating as designed. The insulin pump pass self-test, displacement test and high pressure test. The insulin pump will be returned for analysis.